Event description:
It was reported that during a coronary artery stenting treatment procedure, removal difficulties occurred. The de novo target lesion was located in the severely tortuous and mildly calcified mid right coronary artery (rca) with 90% stenosis and 0-45 degree significant bend. After pre-dilation with two non-bsc catheters, the physician encountered resistance and could not cross the lesion with the 3.00x12mm taxus liberte stent. When the physician tried to withdraw the device, it became stuck in the rca. The physician deployed the stent without covering the target lesion the procedure was considered completed with this device. There were no further patient complications reported. The patient condition was stable. In the opinion of the physician, this event was due to severe vessel tortuosity and was not device related.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).